Event description:
The pt was implanted with an itrel ii ipg and lead system in 1999 for tremor related to parkinson's disease. The pt experienced severe tremor and a shocking feeling down the left side of the body. The hcp contacted the MFR for assistance. The hcp explanted the ipg and plans to return the device to the MFR for analysis. Another ipg was implanted.